Manufacturer narrative:
A1 - patient identifier: (B)(6).

Event description:
(B)(6) study it was reported that guidewire removal difficulty occurred. The subject underwent treatment with the eluvia drug eluting stents on (B)(6) 2024 as a part of the elegance clinical trial. The target lesion #001 was in the right proximal superficial femoral artery, right mid superficial femoral artery, right distal superficial femoral artery extending up to right proximal popliteal artery with 5.2 mm proximal reference vessel diameter and 5.0 mm distal reference vessel diameter with lesion length 330 mm with 100% stenosis and was classified as tasc ii d lesion. Prior to the treatment of target lesion with the study devices, pre-dilation was performed using 6 mm x 24 mm non-boston scientific (bsc) 0.018 otw pta balloon. Treatment of target lesion was performed by placement of study device, three 6 mm x 120 mm and one 6 mm x 40 mm eluvia drug eluting stents. Following which post dilation was performed using 6 mm x 40 mm non-bsc pta balloon and the final residual stenosis was noted to be 0%. On (B)(6) 2024, during the index procedure, v18 control guidewire was unable to cross the occlusion through antegrade approach. However, was able to cross the lesion by retrograde approach. Subsequently, during the treatment of target lesion #001, dissection of grade d was noted in the target lesion. During the index procedure, kinking was noted in the guidewire and was unable remove from the catheter. Post treatment, final residual stenosis was noted to be 0% and the complication of dissection was considered to be not resolved. On (B)(6) 2024, the subject was discharged from the hospital on dual antiplatelet therapy.